Event description:
Revision surgery needed following breakage of tibial nail at the most proximal of the distal three locking holes. This locking hole was not filled by a locking bolt and the fracture line ran very close to this empty screw hole. The nail was removed and the fracture reduced and held with a stainless steel plate. The patient was non-weight bearing and an adjunctive cast fixation was used. Litigation pending.